Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 500mm. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 500mm was giving "arterial clamp defective" error message during priming. Reportedly, it was stuck in open position. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: the affected device was returned back to the manufacturer site for investigation and repair. The reported issue could be confirmed during functional tests. The stator, the spindle, the sealing at the housing of the motor and a more corrosion-resistant components behind the plunger have been replaced to solve the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause is associated to fluid ingress into the clamp damaging internal components. Instruction for use requires that only moistened cloth should be used for cleaning and disinfecting the clamp and states that it must be ensured that no liquids enter the housing. Therefore no sprays should be used directly in contact with the device. The use condition (i.e. Extensive exposure to liquid, e.g. During cleaning) likely led to the reported event. As improvement action a seal at the housing of the motor and a more corrosion-resistant parts behind the plunger have been implemented. The improvement was implemented in manufacturing starting from october 2015. The affected device was manufactured before the improvement being implemented. No trend of similar event observed from the field.